Event description:
It was reported that the right ventricular (rv) lead had high and unstable thresholds, high impedance, oversensing, and noise due to a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).